Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing pain and soreness at the pocket site due to one of the ends of the ipg was not tipped within the pocket. Surgical intervention was undertaken where the ipg was replaced, and issue was addressed, and therapy restored.